Event description:
It was reported that during preparation for a coronary artery stenting procedure, a shaft break occurred. When the protective sheath was removed from the 20x3.50mm liberte bare stent delivery system (sds) the shaft between the two radiopaque makerbands broke. The device never entered the patient and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned complaint device revealed a shaft break 51cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any deficiencies that would have contributed to the event. The catheter was examined along the entire length and no other damage was observed. There was presence of blood and contrast media in the guidewire lumen indicating that the device was handled beyond unpackaging. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a coronary artery stenting procedure, a shaft break occurred. When the protective sheath was removed from the 20x3.50mm liberte bare stent delivery system (sds) the shaft between the two radiopaque makerbands broke. The device never entered the patient and the procedure was completed with another of the same device.